Event description:
Report submitted by arabian medical devices, sultanate of oman. Incident details- we have received an incident report again from one of the ministry of health hospital on our mityone vacuum assisted delivery system 10067. Further to the receipt of the same, we have visited the rustaq hospital and met the endusers to learn more about the problems which they are facing with our product. The important points which the doctors informed us are as follows. 1. Increased cases of cephalhematoma. 2. Faulty pressure building mechanism. 3. More number of pop off cases. 1216677-2021-00259 mityone mushroom cup 10067 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-no sample returned x-review DHR *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 02/25/2019 under wo #(B)(4). Manufacturing record review: DHR 254383 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was not returned. Visual evaluation: evaluation of the complaint unit could not be completed as it has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint unit could not be completed as the complaint unit has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: a root cause is not determinable. *correction and/or corrective action all units from this lot number have been shipped and no longer available in fg. No applicable corrective actions as no root cause has been determined. A review of the process confirms each unit's gauge is checked. Also, each cup is bent over where the stem meets verifying no separation occurs. No further corrective action is necessary. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Report submitted by (B)(6). Incident details- we have received an incident report again from one of the (B)(6) hospital on our mityone vacuum assisted delivery system 10067. Further to the receipt of the same, we have visited the (B)(6) hospital and met the endusers to learn more about the problems which they are facing with our product. The important points which the doctors informed us are as follows: increased cases of cephalhematoma. Faulty pressure building mechanism. More number of pop off cases. Mityone mushroom cup 10067. E-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.